Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was isolated to a shorted u1003 that damaged multiple components on the computer/analog board. The u1003 is shorting 3.3 volts and 1.8 volts to the ground, causing the monitor to not power up. The root cause for the shorted u1003 could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.